Manufacturer narrative:
The device involved was not returned for analysis. A review of the lot history records and radigraphic images are pending. A review of the risk management files was performed and no new risks were identified. Rmf 0003 rev 36 line 12.46. - excessive height loss/disc collapse: < 1mm between endplates not leading to surgical/major intervention, involving patient an unknown number of cervical spinal implants rmf 0003 rev 36 line 12.73.4. - resorption or osteolysis, without infection/infected abscess/infected cyst, leading to surgical intervention with explantation. Rmf 0003 rev 36 line 12.75 - device explanted.

Event description:
Information provided states that had m6-c implanted at c5/6 & c6/7 in (B)(6) 2016. During a control appointment lysis was seen on the x-ray and disc height reduction on the m6-c at the c5/6 level. The patient had no symptoms.